Event description:
This is a report of a home patient (hp) who was hospitalized and diagnosed with peritonitis, manifested by abdominal pain, hazy effluent and low grade fever. The cause of peritonitis was break in aseptic technique. The hp was treated with amikacin 25mg (route and frequency not reported) and retrained on proper aseptic technique and proper handling of solution bags. On an unreported date, the drain was clear with no abdominal pain. On an unreported date, the patient's treatment was started with ciprofloxacin (500 mg tablet, twice daily) for peritonitis. The hp was reported to be recovered.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.